Event description:
It was reported that the user experienced an overnight low glucose event, with a lowest blood glucose of 39 mg/dl, which resolved without treatment and without symptoms noted upon waking. Symptoms included no reported clinical effects. Outcomes included no impact on activities of daily living and no need for medical intervention. Investigation included a complaint review and user troubleshooting and education regarding low glucose management. Investigation of this case revealed no device malfunction, no device damage, and no identified device or component issue, with the cause of hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.